Event description:
Facility reported: endotracheal tube making loud snoring sound during ventilation. No air was present in the cuff. Pt extubated and reintubated with a new endotracheal tube. The cuff was tested after removed from the pt. The cuff will not inflate with air. Unfortunately the device was discarded.